Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance. The impedance returned within range after. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the physician will perform isometrics on the patient. No commanded shock is planned. The device remains in use. No adverse patient effects were reported.